Event description:
An event occurred on (B)(6) 2015 at a specimen collection site, where a (B)(6) female child ingested media from the lbld, swab collection tube, combo (pn: lr0233-01), which is part of the aptima combo 2 swab specimen collection kit (pn: 301041-01). The transport tube did not have any patient sample/specimen added. It is unknown how much media was ingested by the child. The incident occurred at a doctor's office and the complaint was called into bio-reference lab (brl) which notified hologic. No direct contact with the doctor's office was made and requests to communicate directly were denied by brl. Brl was told that the immediate actions was to rinse the child's mouth with water. The child cried and said her mouth was burning. Brl stated that the child would be taken to their physician for further assessment. No further information could be obtained from brl. The safety data sheet was provided to brl to provide to the doctor's office. The safety data sheet for transport media/collection devices that the transport media is not considered hazardous. For first aid measures of ingestion, the mouth should be clean with water and drink afterwards plenty of water. If symptoms persist, a physician should be contacted.